Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient had a knee surgery on the (B)(6) 2021 and a suture anchor was implanted. Later the device broke and the broken part of the device caused swelling and had to be removed during a revision surgery on the (B)(6) 2021. No further information received.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photos and x-rays. The extracted biocomposite anchor was noted to be both bent and broken in the provided photos. It was identified that the patient did not follow postoperative instructions. As the device was not returned for physical evaluation, no further analysis can be conducted.